Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results for multiple assays for multiple patient samples. The samples were repeated on another cobas 8000 c 702 module. Of the data provided, only the mg2 magnesium gen.2 result for one patient sample was discrepant. The initial result was 0.489 mmol/l and the repeat result was 0.876 mmol/l which was believed to be correct. No erroneous results were reported outside of the laboratory and no patient was adversely affected. The reagent lot number was 23811501 with an expiration date of 31-dec-2018. The field service representative could not find a problem. He cleaned and checked the sample and reagent probes and verified all rinse nozzles, wash stations and pipettors were adjusted and working properly. Further investigation determined the issue was resolved by the service actions. A query found no past or new complaints of this nature on a like instrument during the past 12 months at this site. Trending on this type of event was performed and the frequency of complaints for this issue did not warrant further investigation at this time.